Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a fatal error had occurred on the underlying data source. This could have been caused by a network connection problem or a hardware issue. The user was unable to access the med application without encountering the fatal error. The issue was caused by the c drive having 0% free space. A field service engineer replaced the solid-state drive (ssd) and resynchronized the station. Eset and windows server update services (wsus) were installed and updated to resolve the issue. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had reoccurring system glitch, and a fatal error had occurred on the underlying data source. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.